Manufacturer narrative:
Method: lot history records reviewed. Results: no deviations were found during lot history records review that would be expected to cause or contribute to the adverse event.

Event description:
It was reported that xcm biologic mesh was implanted to bridge a gap in the abdominal wall. The mesh was implanted under tension. On the third post-operative day, hematoma was observed. The pt was brought back to the operating room to repair the bleed. The surgeon noted a tear in the middle of the mesh. The surgeon removed the mesh and left the abdomen open. No outcome information is available as of the date of this report.